Event description:
Patient had a fall (no injury) which was related to the tipping of an ed stretcher. Reportedly, the patient is (B)(6) (the stretcher is made for up to (B)(6). The patient was sitting on the side of the stretcher near the bottom. The stretcher reportedly tipped over and the patient fell to the ground. This event was able to be re-produced by nurses sitting at the bottom of a stretcher. Manufacturer's instruction book for this particular stretcher and it does not list any warning or hazards related to tipping when sitting at the bottom.